Event description:
Boston scientific crm received information that this device was explanted due to pocket erosion. No adverse patient effects were reported.

Manufacturer narrative:
A new device was successfully implanted submuscularly. Should additional information become available, this event will be updated.